Manufacturer narrative:
Additional information: age or date of birth, weight, event, date rec¿d by MFR and concomitant medical products.

Event description:
A user facility reported to the fresenius compliance hotline that there was a blood leak in the dialyzer. The nurse stated that the blood leak occurred within 30 minutes of initiation of treatment. The fresenius 2008k machine alarm appropriately. The nurse stated that fresenius combi set true glow series were used. The lot number of the fresenius bloodlines was not provided. The blood strip tested positive. The machine was checked at the red hanson connector and the drain hose- both tested positive. Blood was visually observed at the membranes near the header. The blood leak was noted as internal. There were no defects observed on the dialyzer. The patient¿s estimated blood loss was 232ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to the fresenius compliance hotline that there was a blood leak in the dialyzer. The leak was confirmed visually and with test strips. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.